Event description:
It was reported that recapture difficulty and a kink occurred. A watchman truseal access system (was) double curve was positioned and a 33 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The closure device was deployed. The physician attempted a full recapture of the closure device and the device would not enter the was. A kink to the was observed. At this time, the entire system was pulled across the septum and out of the body with the feet of the closure device still out of the was. The case was aborted and no patient complications were reported.

Event description:
It was reported that recapture difficulty and a kink occurred. A watchman truseal access system (was) double curve was positioned and a 33 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The closure device was deployed. The physician attempted a full recapture of the closure device and the device would not enter the was. A kink to the was was observed. At this time, the entire system was pulled across the septum and out of the body with the feet of the closure device still out of the was. The case was aborted and no patient complications were reported.

Manufacturer narrative:
Product investigation completed. Returned product consisted of a watchman truseal access system with a wds unsnapped inside the sheath. During the lab analysis, the devices were separated. The device was bloody. The tip, sheath and hub/valve were inspected. Inspection revealed numerous kinks in the sheath, and tip/sheath damage (flattened). The tip/sheath was flattened for a length of 5.4 cm, with the damage stating at the tip and stopped just proximal to the kinks in the curve of the sheath (5.2cm from tip). Inspection of the rest of the device found no other damage or irregularities. The device was functionally tested and resistance was encountered in the curve area (area of significant kinking). Deployment of the implant was easy to do, however; recapture could not be completed and the sheath of the truseal started to buckle in the curve of the device.